Event description:
It was reported that a pump delivered medication (magnesium) to a pt while the pump was stopped. The user stopped the infusion and observed that the motor was running and medication was still being delivered. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventative maintenance procedure and the device was found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventative maintenance procedure with the unit passing. Review of the history log shows that the pump entered sleep mode while alarming for a downstream occlusion. If a downstream occlusion occurs and the motor/cam mechanism initiates a backward movement, the pic motor controller enters hold mode. This mode prevents the motor from moving backwards due to the downstream pressure exerted from the occlusion condition. While in hold mode, if there is sufficient pressure to push the mechanism backwards, the motor engages to move the motor back to the original position, and will then disengage. If the pressure again moves the motor backward, the motor is again turned on to maintain the current position. The continued repositioning of the mechanism may produce a sound similar to when the motor and cam mechanism is continuously moving forward. It is possible that this mode occurred, and it was perceived by the user that the device was delivering fluid.